Event description:
A report was received that the patient was having difficulty charging their ipg. The patient's physician determined that the ipg had flipped. The patient underwent a pocket revision and is reportedly doing well.

Manufacturer narrative:
Weight not available. Device remains in patient. This is a final report.